Event description:
It was reported that three months after the device was implanted for a right lower extremity thrombus, it was scheduled to be removed after the pt completed anticoagulation therapy. It was then reported that, the device had migrated caudally by more than one vertebral body. Reportedly, it also appeared as if one of the legs had perforated the caval wall. The device was removed without incident and no injury to the pt was reported.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The sample was not returned for evaluation as it was discarded by the user facility. Based on the information received, the results are inconclusive and the root cause of the event is unk. The current IFU (information for use) for this device states the following: potential complications: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: movement or migration of the filter is a known complication of vena cava filters. This may be caused by placement in ivcs with diameters exceeding the appropriate label dimensions specified in the IFU. Migration of filters to the heart or lungs have also been reported in association with improper deployment, deployment into clots, and/or dislodgement due to large clot burdens. Perforation or other acute or chronic damage of the ivc wall. The risk/benefit ratio of any of these complications should be weighed against the inherent risk/benefit for a patient who is at risk of pulmonary embolism without intervention. The removal of this filter is considered to be an off label use of this device. The information for use (IFU) for this device states: the g2 filter is designed to act as a permanent filter. The safety and effectiveness of the g2 filter system as a retrievable or temporary filter have not been established.